Event description:
It was reported that a 64mm reflex hybrid plate was implanted. Upon final tightening of a 14mm screw, the surgeon realized the screw had penetrated the plate and the locking ring was forced through the plate as well. A rescue driver was used to remove the screw and the ring was removed using forceps. The location of the malfunction was the most superior screw location on the pt's left side.

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental.